Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device operated as expected during laboratory analysis and the associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient could not get his heart rate above 70bpm while cycling. It was noted that they translated his sensor setting directly from the previously implanted device to the current device. The patient's rate initially increases to an appropriate level and then drops suddenly, and he becomes breathless and experiences no strength in his legs. The accelerometer worked well during his walks, and he can maintain a consistent rate of 120 bpm. Therefore, the minute ventilation (mv) sensor is suspected to be causing his issues. A boston scientific technical services consultant discussed programming options for this patient. The device was subsequently explanted for normal battery depletion and was returned for routine evaluation. No adverse patient effects were reported.